Event description:
It was reported that following a recent pump implant, there was some redness at the pump site. The patient's healthcare provider (hcp) believed the patient may have a possible ¿pump infection or a little wound issue¿. Saline was in pump and the (hcp) decided to wait to make sure infection/issue would be clear before filling the pump. It was reported the patient would be seeing a neurosurgeon to consult about the possible infection they saw. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).